Manufacturer narrative:
Evaluation summary: the devices from the revision remain implanted, so the condition of the femoral stem is unk. Pt demographics were provided, but activity level is unk. No x-rays were provided. It is unk if the devices were implanted with the proper fit and orientation per the surgical techniques. Mating instrumentation is unk. It is also unk if the pt followed the proper rehabilitation protocols. Based on the information provided, it is not possible to determine a cause for this issue. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the pt is experiencing tip of stem pain.